Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device did not always work and its cable was therefore replaced. It was noted that the label was also replaced, as an associated repair.

Event description:
It was reported that the radiofrequency programmer head was not always working. The company representative was unable to reproduce the issue however the programmer head was changed out and returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)